Manufacturer narrative:
Follow up (B)(6) 2016: customer reported that bg levels decreased to 299 (mg/dl) and they are feeling better. Customer declined additional follow up. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 453 (mg/dl) and customer suspected possible ketones because they did not feel well; however, customer did not test for ketones. Customer changed pump supplies and administered correction boluses with the pump to treat bg levels; however, bg levels remained elevated. Reportedly, customer performed troubleshooting with their clinical diabetes educator which did not reveal any issues, and recommendation was made to call tandem technical support for further troubleshooting. During call with tandem technical support (B)(6) 2016, customer declined additional troubleshooting but reported that there were no recent alarms. Recommendation was made to change infusion site if bg levels did not come down and contact health care provider to discuss diabetes management. Customer has another pump available for diabetes management.